Event description:
A healthcare professional reported that the capsule tear and rupture in the unknown eye of a patient during unknown timing of the surgery.

Manufacturer narrative:
An application defect in the servicing database was internally identified, which resulted in a voluntary 5-year retrospective review (2019-2024) of database data; this report represents a reportable event identified during the course of this review. H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in g1., product manufacturing details updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. The system was determined to have met specification. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).